Event description:
Customer called to report a leak in the photo-activation module that occurred during treatment. Name and function of complainant: same as reporter. Customer reported a leak in the photo-activation module at the end of photo-activation during a procedure. Customer stated that the treatment was aborted and that they performed a manual return (excluding the content of the module), and managed to return partly the treated volume. Patient's condition was stable during the procedure. Customer did not return the kit for investigation.

Manufacturer narrative:
Batch record review of lot b729 was conducted. There were no non conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on info available at the time of the investigation. Product was not returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).